Manufacturer narrative:
Evaluation: hair pin cotter, clevis pin.

Event description:
It was reported by service report that the unit has a sinking and leaking head jack and a brake foot pedal problem. The brakes cannot be engaged. No pt involvement or adverse consequences are reported.